Event description:
It wsa reported that a 355s was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the safety shield reset button would not set properly. A new instrument was used to complete the case.there was no consequence to the pt.